Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with electric cable broken; this condition had the potential to interrupt delivery. This condition was found in the surgery department. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flogard infusion pump with electric cable broken was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be a broken or cracked power cord. The power cord was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition.